Event description:
During surgery the guidewire got stuck in the lead. By pulling firmly, the guidewire broke off and a piece remained in the lead. A new lead was provided.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
During surgery the guidewire got stuck in the lead. By pulling firmly, the guidewire broke off and a piece remained in the lead. A new lead was provided.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.